Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available.

Event description:
It was reported that on (B)(6) 2024, the patient underwent surgery for clavicle shaft fracture. After surgery, bone union was confirmed. On (B)(6) 2026, the patient underwent surgery to remove the implants. During surgery, when attempting to remove three of the four proximal screws and one of the four distal screws using a screwdriver, it was discovered that the screw heads had already broken off, and only the screw heads were removed. The plate was removed; however, four screw shafts remained in the bone. The surgeon considered using rescue set to remove the remained four screw shafts, however, decided to close the wound without removing them to avoid making a larger hole than the screw diameter. The surgery was completed successfully without any surgical delay. The surgeon commented that the 2.7mm screw might be too thin for the clavicle. No further information is available.